Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01550. It was reported that chronic high impedance and high capture threshold were observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.